Manufacturer narrative:
(B)(4). Batch #: r93m75. Investigation summary: the device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. No issues were noted with opening and closing of the jaws. There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a bladder total extirpation, the jaws could not be opened at the end of the operation. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.